Manufacturer narrative:
The initial reporter of the incident has stated that they "will not release the device" for investigation based on the pictures provided, the device appears to be an integra radionics disposable head ring screw-long. The pictures did not include the tip of the screw nor the insert, therefore, no conclusion can be made at this time. Requests to the initial reporter for additional pictures and information has been made.